Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial therapy with vancomycin (1 g, loading dose injection, route not reported), fortum (1 g, loading dose injection, 250 mg, frequency and route not reported), and zobactine (4.5 mg, once daily, route not reported). It was not reported whether remedial therapy was ongoing. The peritonitis was resolving. Dianeal pd2 ultrabag was ongoing. The healthcare professional stated that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.